Event description:
It was reported that "the pt reported through the hotline alleging, 9 extra operations and now my leg will never heal properly, due to a mouldy implant."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.